Event description:
It was reported that the patient presented to the emergency room with shortness of breath and decreased response. It was noted that the right atrial (ra) lead exhibited low thresholds which were chronic per the lead trends and was unable to determine capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d224trk implantable cardioverter defibrillator (ICD)  2011 (B)(6); 4196 implantable pacing lead 2011 (B)(6). (B)(4).